Manufacturer narrative:
This serial number dates to circa 1992. Ellman international has no record of ever servicing this device. The user facility has been asked to submit the device to ellman international, along with operations report for our eval.

Event description:
During routine upper and lower lid blepharoplasty, customer claims ellman surgitron malfunctioned creating a full thickness corneal laceration. The cornea was sewed up after the event in the physician's office and referred to corneal specialist for continuing care.